Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 295mg/dl. Pt then dosed insulin based on this result. One hour later pt passed out. Paramedics were called and they tested pt's blood glucose level on their meter and the result was 11mg/dl. Pt was taken to the hosp and treated for low blood glucose.